Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately high compared to their feelings and/or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred at 10am on (B)(6) 2017. At this time the patient obtained blood glucose results of ¿600 and 380mg/dl¿ with the subject meter. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter results and stated that they did not make any changes to their usual diabetes management regimen as a result of the alleged product issue. The patient stated that at 2:30pm the same date as the alleged product issue started they ¿passed out¿ and had a ¿seizure¿. As a result of this the patient was taken to the hospital where they were treated by a healthcare professional (hcp) with food and/or drink. This was as a result of a blood glucose result on a hospital device of ¿30mg/dl¿. The patient was kept in hospital until their blood glucose had reached ¿140mg/dl¿ and they were released at 5:30pm the same day. At the time of troubleshooting the cca noted that the unit of measure was set correctly on the subject meter and the patient did not have control solution available to walk through a control solution test. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.